Event description:
It is reported that the pt was revised for loosening. Surgery was prolonged by 30 minutes because it required some effort to remove the implant. There was a little bone cement on the underside of the baseplate.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: pt factors that may affect the performance of the components such as bone quality, height weight, activity level, type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.